Event description:
The customer reported that the spo2 is reading significantly lower than it should. The device was not used for patient monitoring at the time of the alleged malfunction. No adverse event involving a patient or user was reported.

Event description:
The customer reported that the spo2 is reading significantly lower than it should. The device was not used for patient monitoring at the time of the alleged malfunction. No adverse event involving a patient or user was reported.